Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the system error 105, which was experienced during functionality testing. System error 105 was confirmed and caused by severed motor mount screws. The failed motor assembly and screws were replaced.

Event description:
During baxter's functionality testing, a spectrum pump, it displayed system error 105. There was no pt involvement.